Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report was not confirmed; however, the light guide cover ad peeling glue and the device was dented at the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the balloon would not inflate on the evis exera ii ultrasound gastrovideoscope. During evaluation of the customer's returned device, light guide cover had peeling glue and the device was dented at the distal end. This report is being submitted for the light guide cover peeling glue found at estimation. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since it has been more than 7 years since the device was manufactured, it is possible that the peeling was due to aging deterioration. In addition, it is also likely the phenomenon occurred due to external force applied to the part such as strong rubbing during daily use (including reprocessing). The instruction manual identifies the following verbiage regarding the inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."